Event description:
Implant date: unknown. It was reported that the patient underwent a spinal procedure using interbody device and posterior fixation. Approximately one month post-op, it was found that the screw was implanted incorrectly. A revision surgery is planned to revise the implants.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Unable to determine the cause of the event.